Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was variable, and the unexpected delivery of a ventricular tachyarrhythmia therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that detections for the patient's device were "supposedly" turned off in (B)(6) 2016 due to a fractured right ventricular (rv) lead. However, the clinic did not have any documentation confirming that detections were turned off. The patient presented to the ER (emergency room) yesterday after receiving inappropriate shocks. The cs (clinician specialist) and ep (electrophysiologist) were wanting to know if it was possible to tell whether the device was truly turned off in (B)(6) 2016, or what may be possible reasons for the device detections to be inadvertently turned back on resulting in the inappropriate shocks. Consultation with a company representative indicated that it appeared that detections were not turned off on (B)(6) 2016 since the device continued to record nst (non-sustained tachycardia) episodes during the days following (B)(6) 2016. The physician has now made the decision to deactivate device therapies with programming and leave the existing device and lead in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.